Event description:
It was reported to philips that the foot switch sporadically failed, causing an error during x-ray triggering on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the foot switch and tested the system, confirming it is now functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).